Event description:
The event is reported as: the customer alleges that they found a few cracks in the corrugated tube of the circuit.

Manufacturer narrative:
The device was rec'd by the manufacturer, but the investigation is incomplete at the time of this report. Two pictures of a section of the product catalog number 780-23 (circuit, pediatric, single htd limb w/wate) were rec'd for analysis. They were visually inspected founding cracks on sections of the corrugated tubing. No other issues were found. The device history record (DHR) of batch number (B)(4) has been reviewed and no issues or discrepancies were found related to this complaint. No non conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled and inspected according to our specifications.